Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacture's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the loose screws were likely caused by a large mechanical force cause by a shock or fall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope's screw was loose. The event was found during preparation for use in a diagnostic cystoscopy procedure. The procedure was completed using a similar device. There was no delay, and there were no reports of patient harm.